Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor fail error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, fatal errors were found in connection to the reported allegation. The reported event of sensor fail error is reportable based on the finding of a fatal errors. No injury or medical intervention was reported.